Manufacturer narrative:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/ wolff-parkinson-white syndrome (wpw) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the hemostatic valve was discovered to be damaged. The caller stated that they were unable to fully advance the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The caller stated that the hemostatic valve fit at a 45-degree angle and appeared to be pushed out of plane. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and the procedure continued. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) examination of the shaft, the dilator, the brim cap, and the silicone ring revealed the components were placed in the correct position and found in good conditions. After the hemostatic valve removal, the vessel dilator and stsf catheter were introduced into the vizigo sheath no resistance was felt during the testing. However, the resistance experienced by the customer could have been due to the hemostatic valve dislodgement. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed, and no internal action related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported issues of hemostatic valve separation and resistance with the sheath. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the reported dilator damage. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/ wolff-parkinson-white syndrome (wpw) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the hemostatic valve was discovered to be damaged. The caller stated that they were unable to fully advance the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The caller stated that the hemostatic valve fit at a 45-degree angle and appeared to be pushed out of plane. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and the procedure continued. There was no patient consequence. Additional information received indicated that when trying to advance the dilator into the sheath there was some resistance noticed. The resistance resulted in a damage to the dilator, it crimped the plastic. The dilator was not able to completely move within the sheath. The resistance resulted in a high force to move. The dilator was stuck in the sheath due to a high resistance. The hemostasis valve dislodged inside the hub but not outside the hub. The brim cap did not detach from the sheath. The sheath was not used on the patient.

Manufacturer narrative:
On 18-oct-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).